Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous right coronary artery (rca). A unknown balloon was advanced to pre-dilate the lesion but was unable to cross the lesion. The 3.5x28mm promus element stent was implanted in the proximal rca, and a 3.5x28mm promus element was implanted in the distal rca. During the deployment of distal stent the guide catheter got pushed distal and damaged the proximal end of the 2.5x28mm promus element stent deployed in the proximal rca lesion. Ivus was performed and confirmed the damage to the implanted stent. The damaged stent was dilated with an unknown 40mm balloon. Final ivus confirmed that the implanted stent was dilated and well apposed. No additional patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).